Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) battery will not charge. There was no patient involvement.

Manufacturer narrative:
Event site postal code (B)(6). A getinge field service engineer (fse) observed that system is not switching on. Replaced power management pcb on unit. Replaced the new power management board then checked the system it is working fine and ready to use, battery also charging. Then checked the system with demo balloon and trainer it is working fine. The defective components were received for further investigation. The national repair center installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure and the cardiosave service manual . No problem was found. Power management board will be sent to the supplier for failure analysis per. Perform incoming visual inspection result: found connector pin bent at location j7. Unable to proceed with serial number scanning. The fat dept will retain this part. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.